Event description:
Pt had kyphoplasty on 2 sections in her thoracic vertebrae in 2006. She was kept in the hosp overnight for observation, and was released the next day. I spoke with pt at 7pm, and she was sore but feeling well enough to go out of town for a few days. The next day, pt became weak, unable to feed herself, and the pain could not be controlled. This continued and the following afternoon was non-responsive. She was rushed to the ER and put on a ventilator. The kidney functions were almost ceased and the liver enzymes were off the chart. It took over 5 days to flush the toxins out of the system. It took the drs about that much time to figure out what had happened to her. The liver specialist, was the one to call and find out what was wrong with this pt. Pthad a toxic reaction to the bone cement used in the kyphoplasty. All of the drs kept saying that the kyphoplasty was safe and could not have caused this problem, but it was. This really needs to be made known so hopefully no one else will have to go through this again, or die from this. Product used was methyl methalcrylate.